Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and a motor position encoder error. The customer¿s blood glucose level was 133 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error and motor position encoder error while trying to deliver a bolus. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields. Customer also reported to have received a motor position encoder error and a motion sensor test failure. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
The insulin pump passed the rewind test, idle current test, run current test, self- test, off no power test, basic occlusion test, prime test and displacement test. The insulin pump was stuck in motor error alarm loop and encoder signal alarm noted in alarm history file. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform unexpected restart error test, occlusion test, excessive no delivery test due to motor error alarm. No alarm was noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.